Event description:
It was reported that during a rupture of the supraspinatus tendon surgery the swivelock broke off when turning in. Additional information obtained 12 june 2018: the surgery was completed successfully with a new device of the same part number. The new device was placed on a different spot - it is not covering the broken anchor. The anchor broke and 2/3 of the anchor will remain inside the bone well fixed.

Manufacturer narrative:
Follow-up submission to add info: the contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.